Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the basal software did not resume insulin after the feature had suspended insulin delivery. Review of the pump data logs by tandem technical support verified that the basal software had suspended and resumed insulin as expected. During the times when the insulin had been suspended for longer periods of times had been due to insulin being suspended manually by the customer or for unspecified alarms. The contact was unable to recall the alarms and acknowledged the information. There was no reported impact to the customer's blood glucose level.